Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], pen had repeatedly experienced issues where it was pushed but no medicine was dispensed [device delivery system issue], no medicine was dispensed, seemingly due to the piston rod not coming out [device malfunction]. Case description: this serious spontaneous case from china was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "pen had repeatedly experienced issues where it was pushed but no medicine was dispensed(failure of delivery by device)" with an unspecified onset date, "no medicine was dispensed, seemingly due to the piston rod not coming out(device component malfunction)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", patient used a cartridge along with novopen (name of the cartridge product was not reported). Patient gender, age, height, weight and body mass index were not reported. Medical history was not provided. On an unknown date, the patient was using a novopen and during use the pen had repeatedly experienced issues where it was pushed but no medicine was dispensed, seemingly due to the piston rod not coming out. The patient's blood glucose levels had been fluctuating (high blood sugar), and the patient was currently hospitalized due to hyperglycemia. Other details of hospitalization were not reported on (B)(6) 2025 morning, the same issue occurred while using the pen. While attempting to pull out the piston rod, the patient accidentally broke the cartridge. The customer stated that the patient stored medicine without the needle attached during use batch numbers: novopen: requested. Action taken to novopen was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "pen had repeatedly experienced issues where it was pushed but no medicine was dispensed (failure of delivery by device)" was not reported. The outcome for the event "no medicine was dispensed, seemingly due to the piston rod not coming out (device component malfunction)" was not reported. Reporter's causality (novopen) - hyperglycemia(hyperglycemia): unknown pen had repeatedly experienced issues where it was pushed but no medicine was dispensed (failure of delivery by device) : unknown no medicine was dispensed, seemingly due to the piston rod not coming out(device component malfunction) : unknown . Company's causality (novopen) - hyperglycemia(hyperglycemia): possible pen had repeatedly experienced issues where it was pushed but no medicine was dispensed(failure of delivery by device) : possible no medicine was dispensed, seemingly due to the piston rod not coming out(device component malfunction) : possible . Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: investigation results name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked, expected date of follow up report was removed, further investigations line updated. Device addendum: annex b c d g codes updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer comment: 07-oct-2025: the suspected novopen (specific name of the device unknown) device has not been returned to novo nordisk for evaluation. The batch number of the device is currently unavailable, despite numerous attempts to obtain it. Consequently, no batch trend analysis or reference sample analysis has been conducted. Additionally, no other confounding factors have been identified. Given the limited information on the handling of the suspected device, it is not possible to determine a definitive root cause concerning the functionality of the novopen and the case has been assessed as non-reportable incident. H3 continued: evaluation summary. Name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.